Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 200 mg/dl. After troubleshooting, the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored and tested with no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test, displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and stripped battery cap coin slot noted.